Event description:
According to the reporter, the capsule failed to attach to patient's esophagus and fell into stomach. The customer was able to retrieve the capsule from patient using a net and successfully used another capsule during the same procedure. The physician verified the capsule placement endoscopically. The deployment device was inserted with the capsule facing the tongue and during the entire device including the handle was maintained in the horizontal plane.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.